Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. The instrument was found to have a broken input disk. Input disk #7 was found completely detached from the base of the housing and was not returned with the instrument. Other input disks did not exhibit any physical damage. This failure is typically associated with mishandling/misuse, most commonly caused by improper cleaning/reprocessing techniques. Additional observation(s) not reported by site: the instrument was found to have signs of localized melting at the grip base on the exterior of the grips. The conductor wire does not exhibit any physical or thermal damage. The insulation is not damaged. The instrument passed the electrical continuity test. This failure is attributed to the user, most commonly caused by instrument collisions or impact from an external object. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that during central processing, it was noted that 3 lives left on the instrument. There is no further information available at this time. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: a broken disk was noted on the housing.